Event description:
In 2008, a clinical incident involving a covac 50 with integrated cable wand was reported to arthrocare corporation. Following a knee arthroscopy procedure, it was reported, the pt sustained a burn approx 9 cm by 2 cm in size resembling a boomerang shape behind pt's knee. It was reported the suction line was not attached to hospital vacuum equipment. The wound was debrided one day prior, in a second procedure as treatment of burn sustained in original procedure.

Manufacturer narrative:
It was reported ,the device will be returned for investigation. Awaiting return of device to complete the investigation.